Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 ( FDA-2014-n-0736-2291 / FDA-2014-n-0736-2292, awareness date 04-nov-2015). Additional information received on 04-nov-2015. It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that she has had severe pelvic pain, back pain, headaches and excessive bleeding. She had novasure to stop the bleeding but it did not work. She had a severe skin outbreak and scheduled a hysterectomy. She was very depressed that she has to have a hysterectomy at the age of (B)(6). Product technical complaint investigation received on 25-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had excessive bleeding (interpreted as genital bleeding). She underwent a novasure procedure (endometrial ablation) to stop the bleeding but it did not work. This event is serious due to medical significance and listed in the reference safety information for essure. After essure insertion genital bleeding and menses pattern changes may occur. Given the nature of this event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a medical intervention was performed. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.